Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.0, re-test: 1.9, re-test: 1.7. Customer used a different finger stick for each test. Time between testing was a few minutes. Customer reports that it takes a while to get enough sample using 23 gage lancet set at 4. Technical services recommended she up the lancet setting to 6. Also providing unistick 2's to try.